Event description:
The customer tested blood glucose at 8am and received a result of hi. Paramedics were called and they arrived 5-10 minutes later and tested the customer blood glucose and received a result of 20mg/dl. The customer was given a glucose IV. Controls were out of range. A request was made for the return of the suspect device and replacement product was sent.